Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to the sensor being returned used and opened.

Event description:
The patient stated that she was getting calibration errors, and was unable to use the sensor. The sensor was on its sixth day of use. The reported bg reading at the time of the call was 194 mg/dl. The patient stated she was just laying around when the alarms occurred. Troubleshooting revealed that the patient was calibrating properly. Advised the patient that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.